Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component and pain. The surgeon reported the tibial component was loose at the component to cement interface. He noted the femoral component was revised. The patellar component was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune knee system and depuy cement x 1. Doi: (B)(6) 2017; dor: (B)(6) 2018 (rt knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm medical device removal.